Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that device shut off during norepinephrine infusion was not able to be confirmed or replicated. Inspection, log review and laboratory testing could not be performed because the devices and their associated logs were not returned for investigation. The facility sent an infusion knowledge portal (ikp) report of the infusions made on the date of the event. On (B)(6) 2024 at 2:33:27 pm an infusion of norepinephrine was programmed with a rate of 5.3 ml/hr, with a programmed dose of 0.020 mcg/kg/min and a volume to be infused (vtbi) of 200 ml using the profile of peds. The ikp report only provides minimal infusion information and is not validated for log analysis purposes. The alaris¿ system with guardrails¿ suite mx user manual v9.33 states, to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Refer to the system maintenance software for detailed instructions. Do not use a device with any damage. Send it to biomedical engineering for repair. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the complaint that device shut off during norepinephrine infusion was not identified. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation.

Event description:
It was reported that the device shut off during norepinephrine infusion on (B)(6) 2024 there was no patient harm. Additional information was received by the customer through additional due diligence attempts. Norepinephrine was programmed to infuse at 5.3 ml/hr as a continuous infusion with a volume to infused of 200ml. The device was plugged into ac power at the time of the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device shut off during norepinephrine infusion on 25 december, 2024 there was no patient harm. Additional information was received by the customer through additional due diligence attempts. Norepinephrine was programmed to infuse at 5.3 ml/hr as a continuous infusion with a volume to infused of 200ml. The device was plugged into ac power at the time of the event.